Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance showed "none" during a routine device changeout. The svc was connected to the device rv port and the impedance was greater than 200 ohms. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).